Event description:
It was further reported that the lead integrity alert (lia) was triggered due to high impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an increase threshold on the right ventricular lead after it was connected to the new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.